Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-04928. It was reported that patient was not receiving effective therapy. It was found that the lead had high impedance. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-04928. Additional information revealed that the entire system was explanted and replaced. Postoperatively, the patient has effective therapy.